Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported inoperable speaker error, with no audio. Evaluation verified there was no audio when the device was turned on or keys are depressed. The cause was determined to be back flex tail was not properly plugged into the connector of the input/ output processor printed circuit board. The back-flex tail was reconnected to correct this condition. No additional investigation is required for this complaint. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an inoperable speaker error, with no audio. There was no known patient injury or medical intervention associated with this event. No additional information is available.